Manufacturer narrative:
UDI: (B)(4). Concomitant device: impactor device, battery pack devices; therapy date: (B)(6) 2020. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that two impactor devices were misfiring. It was noted that there were also two battery backs that were not holding a charge. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.